Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the customer experienced elevated blood glucose (bg 400-670 mg/dl) and ketone level was 1.3 me. Multiple insulin pen injections and boluses via the pump were delivered to address elevated bg. Ketone level lowered to 0.7 me. Nurse changed the type of infusion set catheter used and blood sugar returned to normal. At the time of the event, the customer did not receive any alarms that could have terminated insulin deliveries.